Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture, difficulty removing the device, separation and unexpected medial intervention appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the previously implanted stent such that the balloon became damaged and subsequently ruptured during inflation. Additionally, it is likely that the ruptured balloon material became stuck on the patient¿s anatomy and/or accessory devices, resulting in the reported difficulty removing the device and subsequently the device ultimately separated during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat in-stent restenosis in the left superficial femoral artery. The 7.0 x 120 mm armada 35 balloon dilatation catheter was advanced to the target lesion however during the first inflation the balloon ruptured at 10 atmospheres. The balloon was deflated as much as possible however during removal resistance was met and the catheter shaft separated. A snare device was used to retrieve the separated portion. No additional information was provided.